Manufacturer narrative:
Zimvie complaint number (B)(4). A1: patient identifier unknown / not provided a2: age and date of birth unknown / not provided a3: gender unknown / not provided a4: patient weight unknown / not provided b3: date of event unknown / not provided.

Event description:
It was reported that all of the driver was getting stuck and spinning in the implant. The events occurred during different procedures, but they were able to complete them with no harm to patient or implant. The 3i implant driver's tip has been giving him issues during implant placement. At times, the driver tip will spin in the implant and other times the driver tip will get stuck in the implant.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimvie complaint number (B)(4).

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimvie received one (1) impdtl, (certain implant placement driver tip (long), 3.4mm(d)) for evaluation. Visual evaluation and functional testing were performed. Returned tool shows signs of wear and use. Tested with an in-house biomet implant and it engages, disengages and works as intended. DHR review could not be performed since the lot number associated to the item was not provided. However, zimvie quality management system (qms) has controls in place to ensure the distribution of conforming product. A complaint history review by item number was conducted for the impdtl dating back to 12 months from now. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported product for similar events (complaint category keyword: ¿dental: functional: device malfunction¿) the customer did not submit images for the reported event. Based on the investigation and risk management file review as per rm-00181-haz rev 7, the most likely root cause determined from the investigation was that was incorrect techniques used. The following sections have been updated: b4: date of this report g3: date received by manufacturer g6: checked "follow-up" h2: checked follow-up type h3: changed "no" to "yes" h6: entered evaluation codes h10: added manufacturer narrative therefore, based on the available information, a device malfunction has not occurred. Returned tool shows signs of wear and use, however, it was tested with an in-house biomet implant, and it engages, disengages and works as intended. The reported event has been unconfirmed. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation. H3 other text: device was returned and investigated.